Event description:
The patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient felt the therapy had become ineffective. Patient's system was explanted and replaced with a scs system due to patient preference.